Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Correction to date on initial report.